Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. Block a: no patient information to date after calls to customer 08/14/24 and 08/22/24. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported there was an error that caused a loss of mechanical ventilation during a case. There was no patient injury.